Event description:
The customer sent the device in for repair. Technician found the unit was dirty and dried out on the inside; it does not have the cylindrical locking pin which needed to be installed for the the correct operation of the reverse lock and upper trigger and the unit was opened by a third party, as there were loose parts. This is report 1 of 1 for complaint #(B)(6).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the upper trigger was stuck, the interior is dried out and dirty, a cylindrical pin is missing, and parts are loose. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.